Event description:
It was reported that (1) cdh25 was used during gastric bypass procedure. It was reported by the rep that the surgeon used the cdh25 to connect the rouen-y loop to the stomach. The surgeon attached the anvil and heard the click then proceeded to turn the knob to the right to retract the anvil. The red line was not able to reach the firing area. The surgeon kept trying to get the red line into the firing area. The surgeon was able to fire it, but stated that no tissue was in the rings. The surgeon ended up using suture to the anastomosis to complete the case. There was no consequence to pt.